Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: during use of stapler there was no tension prior to re-connection and no blood loss per the surgeon this was a straight forward case and very disturbing for the patient to experience a leak. What were the indications for surgery? Long history of rectal prolapse. Patient required sigmoid resection and rectopexy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Highly experienced surgeon with lots of experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes examined to be fully intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes and result was negative. Was the staple line visualized endoscopically during the initial surgical procedure? Yes via flexible sigmoidoscopy. How was the leak identified? CT scan. What was observed at the site of the leak upon reoperation? Gap at staple line how was the leak addressed? Surgeon fixed anastomotic leak with figure 8 sutures in the operating room. Patient needed diverting loop ileostomy. Patient needed another 7 to 10 days post op in hospital and required g tube placement. What is the current patient status? Patient home, no other status given to rep. No additional information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported post op to the low anterior resection procedure, the surgeon reported that the patient experienced post op anastomotic leak between day two and day three.